Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral tavr procedure for a 26mm sapien 3 ultra resilia valve, ventricular fibrillation (vf) occurred. The edwards transfemoral balloon slipped on the aortic annulus several times during pre-bav procedure, resulting in prolonged rapid pacing. Following this, hypotension was prolonged, and vf developed. Chest compressions and pcps were initiated. Several direct current defibrillation (dc) attempts were made, but vf persisted. The valve was deployed nominally. The vf persisted. After a period of circulatory support with impella, dc was performed, resulting in sinus rhythm. The patient left the operating room under ecpella management (impella and ECMO combined).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The excessive inflation duration leading to excessive rapid pacing and ventricular fibrillation was unable to be confirmed as no applicable imagery or device was returned for evaluation. It was reported that the patient had severe calcification on the aortic valve. In this case, it is possible that patient factors (such as calcification) can contribute to the balloon slippage on the annulus during bav as heavy calcification can create non-uniform and/or rigid surface on the annulus to prevent the balloon from seating evenly, potentially increased the risk of it slipping during inflation. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.